Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s current blood glucose level was 535 mg/dl. Customer stated that the blood glucose value was 539 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections and insulin for high blood glucose level. The customer did not experience any symptoms related to high blood glucose level. Customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.